Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 1999, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 08-mar-2001, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine(100 mcg/ml, 30.82 mcg/day), bupivacaine(0.9 mg/ml, 0.27740 mg/day) and morphine (25 mg/ml, 7.706 mg/day) via an implantable infusion pump. The indication of use was non-malignant pain, malignant pain, intractable spasticity, cerebral palsy, multiple sclerosis, spinal cord injury/spinal cord disease, failed back surgery syndrome, peripheral neuropathy, other spasticity, other carcinoma, other non-malignant pain rsd/causalgia-xomplex regional pain syn, abdominal/visceral, osteoporosis, als and chronic low back pain. It was reported that during the pump replacement due to normal elective replacement indicator (eri), the hcp discovered that catheter piece attached to the pump was broken and there was no cerebrospinal fluid (csf) backflow. The patient was asymptomatic. A 8780 catheter was implanted on (B)(6) 2018 and dosage was adjusted accordingly. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The patient weight was updated. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.